Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2016 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment had a hairline crack at the case seal. There was rust and corrosion found inside the battery compartment. A leak test was performed and found a case seal leak. The pump was opened and there was evidence of moisture on the battery canister and inside the pump cover.